Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect part pendant was returned to the manufacturer for evaluation. However, results are not available at this time. A manufacturer representative went to the site to test the equipment. The pendant was replaced. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the buttons on the pendant were not responding and the lights were flickering when moved. No patient was present at the time of the procedure.

Manufacturer narrative:
Correction: aware date corrected.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that upon installing the pendant on test system, system booted and readied normally. All functions on pendant were functioning but the lcd screen has intermittent flickering when pendant buttons were pressed. Instructional stickers on the face of pendant failed visual inspection . Analysis found that the reported event was related to a electrical issue.